Manufacturer narrative:
The actual device has been returned for evaluation. (B)(4) evaluated the device. The device was tested and the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy fusion (acdf) surgery, it was discovered that the hand control device had a broken spring and would not work. There was a four minute delay to the scheduled surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.